Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issue with insulin pump. Customer¿s blood glucose was 190 mg/dl. Customer stated that insulin pump stopped infusing in the middle of insulin delivery and looked like the device does not have enough strength to carry on. There was no alarm related to infusion flow blocked or stopped delivery. It was also reported that insulin pump had internal damage but the drive support cap was normal. Self test was completed and passed. Displacement was performed which failed. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.